Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that this literature review compared the incidence of pacing-induced cardiomyopathy (picm) in patients with a persevered baseline left ventricular ejection fraction (lvef) who received either a leadless pacemaker (lp) or a left bundle branch area pacing (lbbap) lead due to atrioventricular (av) block with a high burden of ventricular pacing. This retrospective study population was comprised of patients who received a ppm for av block at a single center between january 2021 and january 2023, of which 95 patients were included. Patients who were not candidates for cardiac resynchronization, who received an lp with av synchronous right ventricular septal pacing (micra av, medtronic) were compared with patients who received a transvenous ppm with a lbbap lead (lumenless or stylet-driven lead). Seventy patients received a ppm with a lbbap lead (either a lumenless lead (3830, medtronic) or stylet-driven lbbap lead (7842, boston scientific)). Nine patients in total developed a picm; six patients in the lp group and three in the lbbap group. In all three patients in the lbbap group who developed picm, the severity of tricuspid regurgitation (tr) and right ventricular systolic function were unchanged between pre-operative and post-operative transthoracic echocardiogram (tee). Of the three patients in the lbbap group that developed picm, this patient was hospitalized due to heart failure shortly following the post-operative tte and was transitioned to palliative care due to patient's other non-cardiac medical comorbidities. No additional adverse patient effects were reported. This lead remains in service.